Event description:
Customer reported burning smell. There is no report of visualized external fire/smoke/burn/arc/spark. Customer stated that there was no pt involvement. Device was not on a pt at the time of the event.

Manufacturer narrative:
(B)(4). The customer's report of burning smell was not confirmed, although thermal damage was detected. Visual and internal inspection revealed that the left (female) black iui connector exhibited thermal damage to pins 13 and 14 and the housing around those pins. No further damages were observed. It is believed that fluid was introduced into the iui connector creating a conductive path between the respective power and ground pins of the iui connector creating a low impedance or short across these pins. This condition resulted in an increase in heat being generated as current began to flow through the conductive moisture. The result was a melting of the iui connector and damage to the connector pins. The root cause of the customer's report is suspected to be due to fluid being introduced into the device iui connector. The result was a melting of the iui connector and damage to the connector pins.